Event description:
It was reported that insulin leaked from the injection site after using the bd ultra fine pen needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review for lot 8030726 cat (B)(4) was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bruising/bleeding & leakage, & the 4th related complaint for needle clog on lot # 8030726. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the injection site after using the bd ultra fine¿ pen needle. There was no report of exposure, injury, or medical intervention.